Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: f/g,promus element,mr,ous 3.50x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and movement. The mid-section and distal end of stent were damaged and bunched. The proximal end of stent appeared undamaged. The stent had moved distally on the balloon such that the proximal end of the stent was 14 mm distal from the distal end of the proximal balloon cone. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall exposed proximal balloon wall, indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 25-jan-2018. It was reported that catheter advancing difficulties were encountered. The long target lesion was located in the distal right coronary artery (rca). After a 6f guide catheter was advanced and a 0.014" guide wire was passed distal to the lesion, pre-dilatation was performed with a 3.0mm balloon dilatation catheter. Subsequently, a 3.50x32mm promus element ¿ drug-eluting stent was advanced but difficulties were encountered while advancing the device across the curves of the rca. The device was unable to reach the target lesion despite repeated attempts and so it was withdrawn. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and movement on the balloon.